Event description:
It was reported that a patient with an interstim device experienced shocking/jolting sensations twice in the vaginal area when she went to the bathroom. Her stimulation is intermittent. Further information is being requested from the hcp.

Manufacturer narrative:
.